Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product", "implants were recalled" and "implant was found to be ruptured upon explant". This record is for the right side. Device has been explanted.